Event description:
Consumer reports her daughter developed ocular irritation and foreign body sensation with use of this product. The daughter's physician diagnosed 'allergy' and 'corneal ulcer.' Additional information has been requested; however, no further information has been received.

Manufacturer narrative:
Evaluation summary: the product was returned from the consumer and evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified. Physical and chemical parameters conformed to release specifications. There were two similar complaints received for this lot number.